Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for post-dilation. However, during inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.